Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of menometrorrhagia ("irregular and abundant menstrual bleedings") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), malaise ("malaises") and fatigue ("extreme tiredness"). The patient was treated with surgery (excision of her fallopian tubes to remove the essure). Essure was removed. At the time of the report, the menometrorrhagia, malaise and fatigue outcome was unknown. The reporter considered fatigue, malaise and menometrorrhagia to be related to essure. The reporter commented: she specified that she lost quality of life. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of menometrorrhagia ("irregular and abundant menstrual bleedings") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), malaise ("malaises") and fatigue ("extreme tiredness"). The patient was treated with surgery (excision of her fallopian tubes to remove the essure). Essure was removed. At the time of the report, the menometrorrhagia, malaise and fatigue outcome was unknown. The reporter considered fatigue, malaise and menometrorrhagia to be related to essure. The reporter commented: she specified that she lost quality of life. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.